Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had to turn their therapy off at night because it would buzz and buzz and patient did not provide the event date. Patient mentioned they were able to charge the implant and it was easy enough to find the sweet spot and patient was not having so much pain from that anymore but the laminectomy on their upper thoracic paddle was really painful from the testing. Patient mentioned their surgery put them into a complete brain fog. Patient would get the buzzing and couldn't have the stimulation on and this issue happened during the trial as well. Patient mentioned they were getting frustrated and patient would rest numerous times during the day and patient was doing a lot of turning the therapy on and off. Patient mentioned they had back pain, leg weakness, and fatigue issues all their life so patient had to lie down and rest a lot. Patient was still trying to fiddle with their stimulation and it was quite a distraction. Patient mentioned their surgery was 2 weeks before their stimulation was turned on 4 or 5 days ago. Patient was getting funky about lying down. Patient mentioned the reason why they decided to go through the misery was because they had drop foot and very weak left legs and flipped flopped along with the limb. Patient mentioned the trial seemed to adjust that and they could walk easier. Now patient was wondering if the trial was just placebo and wishful thinking. Patient had back pain for 15 years which was not debilitating but it was annoying. The pain would range from 3 to 7. Patient was still functioning. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are still having surgical pain after 2.5 months and they were having a bad time with the implant, their equipment, and it was a pain in the neck for them. Patient was not getting anything positive from their implant even when it would work. Patient's stimulation had been off for a week and they didn't really miss it. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was unknown; rep changed group from a to group b. Patient stated the burning and tingling lowered however barely noticeable change in pain. Patient stated surgical pain is still prominent. Left leg weakness is unchanged, limping and drop foot.